Manufacturer narrative:
E1:name: (B)(6) based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in saudi arabia. It was reported that patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was treated by insulin pump.